Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the lip of the battery cap and reservoir tube is completely broken, and the plastic ring from the lip of the battery tube is completely gone. Customer's blood glucose at the time of the incident was 182 mg/dl. No significant events leading to the damage were observed. Product is expected to return.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, broken battery tube threads, missing o-ring (reservoir tube) and missing end cap sticker.